Manufacturer narrative:
Additional information received indicated that the customer received treatment for seizures.

Manufacturer narrative:
Tandem customer success advocate reviewed pump data on (B)(6) 2024. The pump was found to be functioning as intended. Pump was shown to have activated the low blood glucose (bg) alerts and the control-iq alerts at the appropriate times. The alerts were acknowledged relatively quickly (within 20-30 minutes in most cases). There were a few instances of when the control-iq alert (51) was cleared on its own as the predicted bg would raise above 70 mg/dl (3.9 mmol/l), but this only happened twice on the evening of september 13th. All other alerts were activated and manually acknowledged by the user of the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump alert/alarm setting was set at vibrate; however, when the low blood glucose (bg) alarm was not acknowledged by the customer, the pump did not annunciate the alarm. Earlier in the day, the customer experience a low bg while at a clinic and the pump did not alarm. That night, the customer, who was described as having learning disabilities, changed the cartridge and infusion set. Subsequently, customer experienced low bg (40 mg/dl) for an extended period overnight and customer was found unconscious the next morning. Customer was transported to the hospital and was admitted to the intensive care unit. Customer was administered intravenous (IV) glucose and IV diazapam. Customer was described as "gcs 5, still rigid and shaky". Customer was ventilated. Further imaging and evaluation were performed. Customer was extubated. Customer currently has metabolic encephalopathy with varying limitations and additional neurological rehabilitation was pending. Customer's discharge date was not provided.